Manufacturer narrative:
(B)(4) 2013; additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that the physician does not believe that the infection was device related.

Event description:
A report was received that the patient had an infection at the pocket and midline incision site. Patient's symptoms were pus, drainage and fever. Antibiotics were given. The patient underwent an explant procedure and was doing well post-operatively.

Event description:
A report was received that the patient had an infection at the pocket and midline incision site. Patient's symptoms were pus, drainage and fever. Antibiotics were given. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of this device were reported. The ipg and clik anchors exhibit normal device characteristics. Device evaluation indicated that the damages to the leads were consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient had an infection at the pocket and midline incision site. Patient's symptoms were pus, drainage and fever. Antiobiotics were given. The patient underwent an explant procedure and was doing well post-operatively.